Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead, implanted a day ago was seen for a device check due to syncope and no detectable pulse. There was no electrogram (egm) recording from the episode and nothing was seen on the markers to suggest a probable cause. The patient also appeared to be pacing normally with no evidence of crosstalk on the rv lead. In addition, this patient had an underlying rhythm of a complete heart block with ventricular escape at about 35 beats per minute. It was reported that a competitor left ventricular (lv) lead had pulled back as confirmed on x-ray with loss of capture (loc). Boston scientific technical services (ts) discussed possible causes for the syncope and suggested further investigation. The patient was held at the hospital for lead repositioning. Additional information indicates that this patient had undergone a successful system revision. The rv lead was repositioned and remains in service. No additional adverse patient effects were reported. No additional adverse patient effects were reported.